Event description:
It was reported that the patient received one inappropriate shock due to oversensing of noise in the primary sensing vector. Later that same day there was an untreated stored episode due to oversensing of noise. No programming changes were made and the patient would come into the clinic at a later date for isometric testing and review of other sensing vectors for possible programming considerations. Additional information was provided. This subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock and review of the episode was requested. Technical services (ts) discussed the shock appears to be inappropriate due to oversensing of signals similar to possible myopotential activity in the secondary sensing vector, and the noise is gone right after the shock is delivered. It was advised to try to reproduce the same condition through troubleshooting. Troubleshooting recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.